Event description:
It was reported that a revision surgery was performed to remove two mobi-c devices at levels c3/4 and c5/6 due to device loosening, migration/subsidence, instability/pseudoarthrosis, and kyphosis of the implants with development of spondylolisthesis that wasn't present preoperatively. This is report one of two for this event.

Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Inspection. The device was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review. The device was not returned and the lot number was not reported, therefore a DHR is unable to be located for review. Potential root cause. A definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown surgical or patient factors. Device usage. This device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove two mobi-c devices at levels c3/4 and c5/6 due to device loosening, migration/subsidence, instability/pseudoarthrosis, and kyphosis of the implants with development of spondylolisthesis that wasn't present preoperatively. This is report one of two for this event.